Event description:
It was reported that a malfunction occurred on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump and assisted the customer in completing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.